Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after clipping the splenic vessels on a (B)(6), it was impossible to remove the applier which remained attached to the vessels. It took resection of the vessels on both sides of the connector to disengage the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Additional method code:the device history record (DHR) was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) facility in february of 2016 as part of a (B)(4) pc. Lot. The returned instrument was evaluated and found that the jaws are aligned with each other, but the tip set as received is incorrect and oversized per print specs. Further evaluation showed that the jaws of this instrument are damaged and this instrument picks up, retains clips, but upon closing the clip the jaw action binds up thus validating the alleged complaint. Parts were 100% visually inspected and tested at the tecomet, kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and standardized process for all instruments manufactured at this facility. No corrective action required at this time. At this time it is undetermined as to how the tip set became oversized and the jaws were damaged, but mishandling at the customer facility is suspected. No corrective action required at this time.

Event description:
Alleged event: after clipping the splenic vessels on a (B)(6) year old, it was impossible to remove the applier which remained attached to the vessels. It took resection of the vessels on both sides of the connector to disengage the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Per lot number provided on the complaint form the DHR for the instrument in question was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) in (B)(6) 2016 as part of a 50 pc. Lot. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Alleged event: after clipping the splenic vessels on a (B)(6) year old, it was impossible to remove the applier which remained attached to the vessels. It took resection of the vessels on both sides of the connector to disengage the applier. The patient's condition was reported as unknown.